Event description:
A pt reported to their provider that their CPAP unit blew up. The pt went to their doctor for smoke inhalation.

Manufacturer narrative:
Preliminary examination of this device indicates that the device failed with the possibility of a brief external flame. There is preliminary evidence of failure around the psu, as well as evidence of extensive water contamination. The manufacturer (resmed ltd) is conducting a full investigation to determine the likely root cause of this failure. There was no adverse event reported for this incident. The pt is currently doing well and has no health concerns resulting from this incident. There was not any reported damage to personal property.